Event description:
Chronic lower back pain have had since implanted. Now acquiring joint pains and stiffness. Pelvic discomfort since implanted. Symptoms of developing allergies. Gastrointestinal problems. Extreme fatigue. Muscle weakness. Extremely severe anxiety/panic new onset in (B)(6) 2017. Medication sensitivity. Phlebitis new. Hand swelling lasts several years. Dizziness last several months. Palpitations started in (B)(6). Gastritis started in december. Esophagitis started in december. Inflammation in general. Worsening metallic taste in mouth. Brain fog. Chronic sinusitis started lasted several years. Insomnia since (B)(6). Extreme sweating underarms and feet since implanted but worsened. Muscle spasms last several years. Acne and worsening over last 5 years. Abnormal periods and discharge.